Manufacturer narrative:
The insulin pump had alarmed button error and the esc and act button had no response due to corroded keypad traces. Battery out of limit alarm wasn't verified due the keypad anomaly. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer removed the battery and the device alarmed battery out limit. Customer was attempting to clear the alarm and both the act and esc buttons weren't responding. Customer's blood glucose was 149 mg/dl. Customer had the device in her pocket and could have been pressing the buttons. Customer's blood glucose at the time of the call was 199 mg/dl. Blood glucose of 419 mg/dl was also mentioned. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.